Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo of the da vinci system, the surgeon at the surgeon side console (ssc) was practicing with organ models and the large needle driver instrument caused a "short circuit" in one of the pulley tensioners which caused the pully cables to break. There was no report of patient involvement.